Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma® xc syringe in the cheeks (left medial cheek site of concern) with ¿1ml total- 0.1ml at site of concern.¿ hcp saw ¿persistent duskiness at the injection site-concern of early vascular occlusion.¿ patient was treated with hylenex on same day of injection. Symptoms resolved later that same day.